Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review for the lens and the cartridge indicated the product met release criteria. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported during an intraocular lens (iol) implant procedure, the incision was enlarged to accommodate the cartridge. By enlarging the incision, this affected the patient's corneal astigmatism. The surgeon reported the tip of the cartridge was larger than normal. In a follow up, the surgeon reported some force was added to the incision to accommodate the cartridge. Eleven days postoperatively, the patient had 2.00 diopters of refractive cylinder. The surgeon also indicated an unapproved combination of products used during the procedure.